Manufacturer narrative:
The lot was manufactured january 15, 2016 ¿ january 16, 2016. The device was received for evaluation. Visual inspection on the unit via the naked eye noted the stressmember flange near the fill port has completely been damaged. The fill port was not broken or damaged. The cause of the damaged stressmember flange could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor broke after filling. There was no patient involvement. No additional information is available.